Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-jul-2025. Investigation summary: bd received 2 samples and 5 photos for investigation. The evaluation of both confirm dark foreign matter (fm) in the tubing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using two bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer found visible particles or foreign matter inside the sterile packaged. There was no health impact or consequence reported.

Event description:
It was reported that before using two bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer found visible particles or foreign matter inside the sterile packaged. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.